Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she has been experiencing low blood glucose levels since (B)(6) 2013, and was recently hospitalized with a blood glucose of 25 mg/dl. The customer stated that she was in a nursing home during exercise time, and was taken to the hospital via ambulance. The customer stated that she was been experiencing low blood glucose levels for a while, and has been working with her doctor to try to figure out what's going on. Nothing further was reported.